Event description:
The client was facing away from the lift when his weight shifted and he allegedly fell out of the sling. He allegedly hit his head on the base of the lift and required 11 stitches in the head.

Manufacturer narrative:
Information reports consumer was being transferred when the user fell out of the sling. Unclear if proper sling and or proper transfer methods were followed. No malfunction alleged. The health department visited the facility and inspected the lift found no discrepancies with the. Information suggests transfer error.